Event description:
It was reported that balloon rupture occurred. The 2.50mm x 20mm maverick balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 catheter with a maverick 2 shelf box. The batch number on the packaging and device matched the reported batch number. There was blood in the inflation lumen. Magnified inspection revealed a scratch and pinhole in the balloon material 5mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 2.50mm x 20mm maverick2 balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation.